Event description:
It was reported that the device was recording "lots" of atrial fibrillation (af) episodes which they feel are not true af episodes. The device is reported to be set to af only with balanced sensitivity. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.